Manufacturer narrative:
To date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon thinks that he landed -3 diopters following implant of the intraocular lens (iol) in a patient's right eye. The surgeon reports central posterior scarring in the right eye. The doctor mentioned that it was a difficult scan with a bit higher standard deviation than usual. The doctor repeated the measurements and took the best results. The patient was seen on (B)(6) 2017, and it is better but still has a spherical equivalent of -2.25 instead of -4.00. Best corrected visual acuity 20/25-30 due to capsule scarring with posterior subcapsular cataract (psc) centrally. The doctor mentioned that if needed, he may prefer a secondary piggyback instead of explanting the lens. Three days post operatively: best corrected visual acuity (bcva): 20/40 with a -3d se (spherical equivalent) j1+ uncorrected. Pre-op: refraction was -1 +1 x 170 r and -50 +150 x 005 left vision was 20/60 right with 2-3+ns and 2+ central psc k's were 45h/43.5v ou. First post-op visit: ucva (uncorrected visual acuity) 20/150, j1+ mr -4.00 20/40. Iol centered. Residual central scarred-on psc. Visit 6/1 ucva 20/150, j2- mr -3.00 +1.50 x180 20/30+/-. Visit 6/15 vsc (vision sans correction) 20/100+, j1- mr -3.00 +1.00 x180 20/25. The doctor mentioned that he had the following options: iol exchange, secondary iol will also need yag if iol exchange would do before yag if secondary iol could do after or before yag issue also is effect of psc on refraction and near vision. No additional information was provided to abbott medical optics.

Manufacturer narrative:
The product was not returned for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.